Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system did not boot up. Upon troubleshooting fse found power distribution module was defective (pdm). The cause of the power distribution module failure could be determined by the supplier's part analysis and found electrical defect. To resolve the issue, fse replaced pdm (power distribution module). After replacement of pdm, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.